Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoints were left in the patient and not noticed until dr. Left the hospital. He went back to the hospital and brought the patient back into surgery and removed them. Case type / application: tka.